Event description:
It was reported that patient's mother thought the patient's generator was depleting prematurely since the m106 only lasted 2.5 years. Physician noted in the past this patient's m106 devices have lasted 4-5 years, not just 2. It was also mentioned patient had a wide axillary incision and there was discussion of scar revision. Generator was said to be quite mobile. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. It was later reported that patient had a prophylactic generator replacement. The suspect product has not been received into product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Provider later reported that the generator had not migrated. The scarring is noted as normal scarring. There is no intervention being taken/planned for the migration or scarring. The suspect generator was received into product analysis but has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis (pa) for suspect generator was completed. An interrogation, a system diagnostic test, a battery voltage calculation, a comprehensive automated electrical evaluation, and a battery life calculation were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.